Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During service, the manufacturer's field service engineer reported the backup battery failed testing. No patient involvement.

Manufacturer narrative:
Bad (B)(6) 2016 correction: the reported problem is not reportable.